Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the jaw hinge was broken. Please note that additional information confirmed that no broken tips or fragments remained inside the patient body.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection: linkage break observed. Also, the hinge pin was missing. A piece of the link broke off and was missing as well. The broken link piece and hinge pin were not received. The probable root cause for the reported failure involving this device could be due to excessive force applied by user to device.

Event description:
It was reported that the jaw hinge was broken. Please note that additional information confirmed that no broken tips or fragments remained inside the patient body.